Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they are trying to get a hold of someone to reprogram their implant. Patient stated they were with a neurologist at the beginning of the year but isn't scheduled to see their new neurologist in (B)(6) until november. Patient reported they haven't felt stimulation at all for maybe the past 6-7 months then stated 'quite awhile now, maybe like 6-7 months more or less,' and did not provide further information. Patient mentioned they have tried to adjust their stimulation with their controller and have it "pretty high" but they tell their husband they can't feel anything. Patient also stated they can tell right away when the stimulation is on but it has felt like there is stimulation on. Agent asked if patient has had any falls or trauma around when this started and patient stated yes, they do not remember when, but stated their last fall was last week. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.